Event description:
Healthcare professional reported right side "pain and discomfort when moving", ¿a lot of pain in the breasts¿, and "presence of bilateral prosthesis, with periprothesis anechoic fluid observed in the medial quadrants¿. ¿anechoic cysts on the lateral aspect of the right breast at 10 o'clock, measuring 0.4 and 0.3 cm each¿, and "small cysts on the right breast¿ - is not device related. The device has been explanted.

Manufacturer narrative:
Continued phone numbers e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.